Event description:
A pt reported experiencing inaccurate erratic results with a meter. The pt's blood glucose results were 116mg/dl, 87mg/dl. Tests were done within 10 mins with a difference of 25%. Pt did not experience any adverse events. No further info has been reported. Note: in the reported issue notes it was documented that, "bld drawn from same finger site for both tests listed. After cln mtr/ck strip-ck strip tst was within range: 86 (77-105)."